Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed rupture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The events of capsular contracture baker grade IV and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation capsular contracture baker grade IV, rupture and lymphadenopathy.

Event description:
Physician reported right side "capsular contracture baker grade IV". Radiology report identified "small adenopathies of reactive aspect". Physician also reported via radiology report "bilateral breast cysts," which is not device related. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Capsular contracture: unable to observe as it is a medical event not related to the device. Lymphadenopathy: unable to observe as it is a medical event not related to the device. Cyst- ndr: not applicable as the event is not related to the device. Additional observations: yellow particles observed in the gel and shell. Creases were observed. Wear abrasion observed.

Event description:
Physician additionally reported "intracapsular rupture of the prosthesis" diagnosed by radiology exam.